Manufacturer narrative:
Analysis of the pump confirmed end of service due to time progression.

Event description:
Additional information was reported by the company representative on 2016-07-25. The rep was unaware of any event that occurred in 2014.

Event description:
Information was received from a company representative regarding a patient who was receiving saline with concentration 1.0 ml/ml at a dose rate of 0.0480 ml/day via an implantable pump as of (B)(6) 2014 for non-malignant pain and lumbar radiculopathy. It was reported that the patient's pump reached routine end of life (eol). The pump and catheter were returned to the manufacturer. It was indicated that the reporter was not aware of a complaint associated with any of these products. The patient had no longer needed the pump and their pain was controlled with tylenol. As per the pump's log the following occurred: low reservoir alarm on (B)(6) 2014, pump refill on (B)(6) 2014, low reservoir alarm on (B)(6) 2014, empty reservoir alarm on (B)(6) 2014, pump refill on (B)(6) 2014, elective replacement indicator (eri) on (B)(6) 2015, end of service (eos) occurred on (B)(6) 2015, and stopped pump period may exceed tube set on (B)(6) 2016. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.